Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a mechanical thrombectomy, the surgeon attempted to reinsert the sfr-6-30 stent into the microcatheter but was unable to do so in the proximal section. After replacing the stent, the new stent was successfully advanced into the microcatheter. The surgeon filed a product complaint regarding the first stent, while the microcatheter functioned normally with the second stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing a thrombectomy. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 5 hours.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside its introducer sheath, within a sealed biohazard bag and a shipping box. The rebar 18 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The introducer sheath was in good condition. The stent¿s working and non-working length struts were kinked. The glue domes outside the proximal marker were damaged. The marker coil was bent at ~5.0 cm to ~6.0 cm from the distal end. No kinks or bends were noted on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported patient preoperative tici grade 0. Postoperative tici grade 3. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The catheter was a rebar.